Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was made aware to covidien on (B)(6) 2011 that a customer had an issue with a feeding pump.